Event description:
It was reported that the patient previously experienced symptoms of nodding off and the lead had failure to capture. The lead output was increased and the lead had normal functions. Recently, the patient was found to have the same symptoms of nodding off, angina and the lead also had no capture noted. There was also low sensing value and a possible threshold issue noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. Performance data collected from the device was analyzed. F rom the tech service call: the likely reason for intermittent loss of capture is that the patient capture threshold is fluctuating. Capture management attempts to adapt down and because of the fluctuating capture threshold, occasional loss of capture occurs. From the tech service call: thresholds are on the high side of normal, averaging between 1 and 1.5v, max between 2 and 5v.